Manufacturer narrative:
Batch review performed on 03 june 2025 (B)(4) items manufactured and released on 04-feb-2025. Expiration date: 2030-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional devices involved: reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 2430414 (B)(4) items manufactured and released on 10-march-2025. Expiration date: 2030-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 4 days after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and liner. The surgery was completed successfully.